Manufacturer narrative:
This supplemental report is being submitted to provide a correction to d4.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6, d4, d9, h4, and h3. H4: based on the 3-digit lot number provided, the manufacturing date of the device was in the month of october 2023, but a specific date could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the external stress, caused by the user applying pressure in the wrong direction, had been applied to the lock lever of the connecting tube, leading to the breakage of the lever. Consequently, the tube was unable to be connected. The event can be detected by following the instructions for use, which state: 9 preparation and inspection: 1. Visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the connecting tube could not be connected to the channel connector. The issue occurred during reprocessing. There were no reports of patient harm.